Event description:
It was reported that the pump exhibited a failed force sensor test, power up self test. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked at both front corners, the bottom case was cracked at the l bracket mounting surface, and the right plunger case was broken on the top surface. A review of the event history log identified force sensor test error in the history. During functional testing the force sensor test error was found during the power-on self test. The root cause of the issue was caused by the customer's incorrect assembly of the device. Replaced the whole plunger assembly. Replaced force sensor due to physical damage to ribbon cable. This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.